Manufacturer narrative:
E1: (B)(6). Date of event is unknown. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error message codes e117 and e226 during set up / inspection for use (before patient in room) involving an olympus bronchofibervideoscope. The error codes were displayed on the video system center. There was no patient injury reported.